Event description:
It was reported that upon insertion of a 6.5mm cancellous screw, at final tightening of the screw, the tip of the universal drive shaft broke off and was left in the screw. The surgeon was able to insert poly into shell without obstruction.